Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pm6931 batch number, and no non-conformance related to the reported complaint condition were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture placed? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the patient experience an infection? If yes, were cultures performed? Results? Other relevant patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status?

Event description:
It was reported that the patient underwent open reduction and internal fixation of right patella fracture on (B)(6) 2020 and suture was used. On (B)(6) 2020, the patient suffered from wound secretion, erythema and inflammation. On (B)(6) 2020, the patient underwent surgery of debridement and vsd vacuum drainage for postoperative incision malunion of right patellar fracture, during which it was found that the soft tissue around the place where suture was used was like tofu residue. Anti-inflammatory therapy was given to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/1/2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.